Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
An o-arm was used to scan the patient after fiducials were placed. The scan from the merge was loaded onto the robot and "automatic" merge was used with the coronal MRI; however, the fusion was significantly off. The semi-automatic mode was used and the surgeon placed three marker points. The resulting merge looked similar to the "automatic" merge. It was noted that the coronal MRI was used for planning and the merge. The surgeon stated that the axial MRI should have been used as that is the true image set. The axial MRI was loaded onto the robot and merged to the coronal MRI. The merge was successful. The CT from the o-arm was then merged to the axial MRI and the merge was successful. The patient was under anesthesia during this time and this caused about a 10 minute delay.

Event description:
An o-arm was used to scan the patient after fiducials were placed. The scan from the merge was loaded onto the robot and "automatic" merge was used with the coronal MRI; however, the fusion was significantly off. The semi-automatic mode was used and the surgeon placed three marker points. The resulting merge looked similar to the "automatic" merge. It was noted that the coronal MRI was used for planning and the merge. The surgeon stated that the axial MRI should have been used as that is the true image set. The axial MRI was loaded onto the robot and merged to the coronal MRI. The merge was successful. The CT from the o-arm was then merged to the axial MRI and the merge was successful. The patient was under anesthesia during this time and this caused about a 10 minute delay.

Manufacturer narrative:
It was reported that the surgeon had difficulties to obtain a good fusion during surgery. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation there was no failure of the device. It is known that the algorithm performance do not provide 100% of correct result. The purpose of the adjusting frame is to be able to manage mismatched issues. The user chose to use another MRI which provided a better matching which is also a correct solution.